Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the ultrasound does not show up on the screen of the subject device. The reported malfunction occurred during set up and inspection for use prior to an unspecified procedure, before patient in the room. There were no reports of patient involvement.

Event description:
No new information has been provided by the customer.

Manufacturer narrative:
Updated: b5, d8, d9, h2, h3, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. The customers¿ allegation was not confirmed. Based on the results of the investigation, the root cause of the reported issue could not be identified/determined. Olympus will continue to monitor field performance for this device.